Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (271 mg/dl) tandem technical support followed up with the contact who stated the customer would call back to troubleshoot. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.